Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. Visual inspection of the returned device confirms that the device's tip is broken and damaged. The device shows significant signs of wear. The clinical/medical evaluation concluded that per complaint details, the tip of the ball joint screwdriver shaft broke off during screw insertion. It has not been reported whether the broken screwdriver shaft tip was retrieved from the patient; however, it was communicated that ¿no follow up required¿ and no patient injury or surgical delay resulted. The instrument is manufactured and intended as an externally communicating device and is not approved for long term internal tissue exposure and long-term implantation data is not available. Based on the limited information provided the root cause of the breakage could not be determined. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of the possible retained fragment cannot be determined. Since there were no other complications, patient injury/delay reported, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Manufacturer narrative:
Investigation results: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, the tip of the ball joint screwdriver shaft broke off during screw insertion. It has not been reported whether the broken screwdriver shaft tip was retrieved from the patient; however, it was communicated that ¿no follow up required¿ and no patient injury or surgical delay resulted. The instrument is manufactured and intended as an externally communicating device and is not approved for long term internal tissue exposure and long-term implantation data is not available. Based on the limited information provided the root cause of the breakage could not be determined. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of the possible retained fragment cannot be determined. Since there were no other complications, patient injury/delay reported, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, during a screw insertion procedure the ref ball jnt screwdriver shaft tip broke off. Instruments inside the patient. There was no delay. It is unknown how the procedure ended. No patient injury or other complications were reported.